Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called to informed that she is hospitalized in the ICU with high glucose values. The pump showed e-4. Blood glucose 550 mg/dl at the hospital; she was given 50 units of insulin. A request was made for the return of the device.